Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 66 mg/dl. Customer's blood glucose level was 80 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. However, insulin continued to drip after the act button was released. The reservoir also contained over 30 units more insulin than displayed on the status screen. The customer verified that the reservoir was manipulated while connected to the insulin pump. The product was not returned for analysis.